Event description:
Limited information was provided. Customer reported the duramatrix suturable was used on a patient for an unspecified surgery. The surgery was completed successfully, however information surrounding initial surgery was not provided. Patient was in doctor's office for post-op visit on (B)(6) 2023. The patient began coughing and the patch "ripped down the middle nowhere near the incision." Removal surgery was performed (B)(6) 2023 and another, unspecified, type of patch was used. It was confirmed there were no adverse consequences to the patient. Customer expressed the event occurred due to the patient coughing. Additional information, including product lot number, patient outcome, patient information, and information related to the original procedure was requested but not provided.